Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the up and down arrow buttons required several presses for the pump to respond. The pt also claimed that the keypad was intact and the down arrow button was springing back as normal. The pt denied that the device was exposed to water or cleaning products.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down and ok button presses. The keypad was removed for further investigation and evidence of keypad adhesive/contamination was found under the key contacts. In addition, the up, down, and ok key contacts were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.